Manufacturer narrative:
Corrected section: h6 - 'evaluation method codes (2)' - removed trend analysis as balloon type and lot # are unknown. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
Complaint reported via medwatch form FDA (B)(4). It was reported that during use on a patient, the cs30 intra-aortic balloon pump (iabp) stopped working during the middle of a case. The customer's perfusionist reconnected all cables, exchanged the tubing, zeroed the iabp unit and monitor, and engaged the balloon. Soon after restarting the iabp unit, the pressure numbers were greatly fluctuating; some as high as 300 on a beat to beat basis. Mechanically, it appeared the intra-aortic balloon (iab) was functioning normally. It was noted that the iabp would not slave the monitors and the radial line appeared as a normal pressure. There was no adverse event reported. Date of event : (B)(6) 2019..

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Complaint reported via medwatch form FDA 3500a (B)(4) it was reported that during use on a patient, the cs30 intra-aortic balloon pump (iabp) stopped working during the middle of a case. The customer's perfusionist reconnected all cables, exchanged the tubing, zeroed the iabp unit and monitor, and engaged the balloon. Soon after restarting the iabp unit, the pressure numbers were greatly fluctuating; some as high as 300 on a beat to beat basis. Mechanically, it appeared the intra-aortic balloon (iab) was functioning normally. It was noted that the iabp would not slave the monitors and the radial line appeared as a normal pressure. There was no adverse event reported. Date of event : (B)(6) 2019.